Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted after 8.4 months with an allegation of premature battery depletion. The device was replaced without incident.